Event description:
It was reported that a home patient (hp) experienced damage to the cassette as a result of their cat making a hole in the patient line. This occurred during drain cycle one of five of peritoneal dialysis (pd) therapy. The technical services representative assisted the patient in ending therapy. The patient was instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.